Manufacturer narrative:
Additional information: b5 per follow up email reporter states "we have not performed a pi". Upon further review this claim is not MDR reportable as a serious injury has not occurred, however an MDR was submitted. (B)(4).

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported during an implantable collamer lens (icl) implantation procedure, the lens was implanted, removed and replaced intraoperatively with a same length lens. The same day surgical pi was performed. The problem was resolved. Cause of the event was reported as "user error" and the lens did not fail to perform as intended.